Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit did not pass the savina ventilator leak test. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: the pressure test revealed a leak confirming the reported fault. The waterbath test identified the leak to be at the patient end connector. A visual inspection revealed that not enough glue was present in the patient end connector. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the leak observed was due to insufficient glue that had been applied into the evaqua expiratory limb connector. During the assembly process; however, it was not picked up during the pressure test in the production line. All breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. Our user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."